Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message when pads, paddles were attached via mfc cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and attributed to a faulty connector on the bridge board assembly harness. Analysis for reports of this type has not identified an increase in trend.